Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate states that a 7f exoseal was used to close the access site following an interventional catheterization procedure. The patient then suffered a retroperitoneal bleed post procedure. It was noted that the patient suffered serious complications associated with the bleed, patient has now recovered. Additional information was not available. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site retroperitoneal bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Based on the limited information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
The report received from the affiliate states that a 7f exoseal was used to close the access site following an interventional catheterization procedure. The patient then suffered a retroperitoneal bleed post procedure. It was noted that the patient suffered serious complications associated with the bleed, patient has now recovered.